Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a replace battery now alarm and the battery would not last long. The customer¿s blood glucose was 350 mg/dl at the time of incident and treated with manual injection. Customer stated that the insulin pump had a replace battery now alarm with low battery alert warning. Customer reported that the new battery would only last four days and the insulin pump would turn off. Customer also mentioned that new battery did not resolve the issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is not expected to return for analysis.